Event description:
It was reported that there was premature battery depletion, and a dead generator, and the device was explanted as a result of the event. No diagnostic testing was performed, it was not required. It was determined the cause of the issue was that the patient had not recharged the generator in 6 months. Patient status at the time of the report was alive with no injury. No patient symptoms or complications were associated with this event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 7754, serial# (B)(4), product type recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was hospitalized in (B)(6) and did not have their recharger. Due to this their battery died and they were never able to recharge their battery after this. A manufacturer representative tried to troubleshoot the device over the phone with no success so they met the patient. At the meeting they were unable to get the programmer or recharger to communicate with the battery. The patient was scheduled for replacement surgery at this time. On the day of the report another manufacturer was unable to read the battery either prior to the replacement. The patient had premature battery depletion and had their battery replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial #(B)(4)) found that the battery had reduced capacity due to overdischarge.